Event description:
It was reported that a spectrum infusion pump failed to recognize close door during preventive maintenance in the troy service center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "close door message when door is closed when tubing is set" was not reproduced. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment hooks. The hooks required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11 to the ehl statement: review of the event history log showed 'shut door - power off' messages as evidence of the reported issue.